Event description:
A medtronic representative reported that there is bone clogged in the solera 5.0 tap. This event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. As reported, the tip of the instrument is clogged with bony material. A replacement part was sent (B)(4) 2012.